Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced cutaneous erosion and exposure of the tubing in the inguinal region, along with a cutaneous fistula revealing the tubing. As a result, the pump was explanted, while the balloon and cuff were left in place. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of erosion, extrusion, and fistula was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100650854 . Model/catalog description: balloon . Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400166. Serial number: n/a. Batch/lot number: 1100474724 . Model/catalog description: cuff. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced cutaneous erosion and exposure of the tubing in the inguinal region, along with a cutaneous fistula revealing the tubing. As a result, the pump was explanted, while the balloon and cuff were left in place. No further patient complications were reported.